Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a routine device check, lead no capture issue was observed on the rv lead. Patient is asymptomatic however the patient is completely dependent with a heart block. A chest x-ray was performed which confirmed rv lead dislodgement and retreated back into the atrium. No lead electrical anomalies were observed due to the lead dislodgement. Patient was brought into the hospital today for rv lead revision. Lead was repositioned to the rv apex and good sensing and capture values were obtained. Lead remains implanted. Patient was stable prior, during and post procedure.